Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not indicate any break. The fiber was functionally tested, and it revealed that the fiber connector did not display any light at the face, indicating that there was a fracture within the connector. When the fiber was connected to the console, the aiming beam was dim. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during setup or use contributed to fiber damage. According to the instructions for use (IFU), the fiber must be carefully inspected for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. IFU also states, hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during start of transurethral lithotomy, the footswitch was pressed but no irradiation occurred. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a fracture in the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not indicate any break. The fiber was functionally tested, and it revealed that the fiber connector did not display any light at the face, indicating that there was a fracture within the connector. When the fiber was connected to the console, the aiming beam was dim. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during setup or use contributed to fiber damage. According to the instructions for use (IFU), the fiber must be carefully inspected for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. IFU also states, hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the after opening the new device and starting the procedure, the footswitch was pressed but no irradiation occurred. Another new device was opened and used with no problems. The procedure was completed without patient complications. Analysis of the returned fiber identified a fracture in the fiber connector.